Event description:
It was reported that during a transcatheter aortic valve implantation procedure, the valve could not be anchored in the annulus and repeatedly dislodged in the direction of the ascending aorta while still attached to the delivery catheter system. Multiple unsuccessful attempts were made to implant the valve, utilizing rapid pacing and relaxing (pulling back) the guidewire, but anchoring was not achieved. The entire system was subsequently pulled out of the patient, and a non-medtronic valve was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-26 (serial: (B)(6)); product type: 0195-heart valves; implant date n/a; explant date n/a product ID l-evolutfx-2329 (lot: 0013224639); product type: 0195-heart valves; implant date n/a; explant date n/a select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: concomitant medical devices in use during the event include: product ID: {gwbc30}; product serial/lot number: {unknown}; product type: {0195-heart valves}; implant date: {n/a}; explant date: {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient had mild calcification that contributed to the dislodge. The deployment starting point was at the bottom of the pigtail catheter. Prior the valve dislodgment, the implant depth on non-coronary cusp (ncc) was 3mm, and the implant depth on the left coronary cusp (lcc) was 4 mm. Additionally, a medtronic guidewire was used during the procedure.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the medtronic guidewire did not contribute to the dislodgement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the delivery catheter system (dcs) was received without a valve loaded within the capsule. The device was received with the handle partially open and the capsule closed. Delamination was evident to the proximal end of the capsule. The handle appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. An in-house valve was successfully loaded onto the dcs. After the successful loading of the valve onto the catheter there was no evidence of a misload on the capsule. On retraction of the capsule via the rotation of the actuator, the valve deployed as expected. No other deformation was evident to the remainder of the device. The reported dislodgement could not be confirmed through analysis. Updated data: d9., h3., h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.